Event description:
Information received from the field does not address the patient's clinical status but notes noise on the ventricular lead in the unipolar configuration.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received e3 and g3 - competitor